Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The guidewire returned with its original opened box and together with a non-bsc catheter. The device has the distal tip kinked and the polymer tip was partially separated (fractured) from the distal tip, however, it remained attached to the guidewire. The damaged section was located approximately at 298.9 cm from the proximal end. No more damages were found in the device. The overall length, the outer diameter of middle of the device and the proximal section were within specification.

Event description:
It was reported that wire tip fracture occurred. The target lesion was located in a vessel in a lower extremity. A 300cm v-14 short taper straight tip was used in a procedure. However, when the device was removed from the balloon, the wire got bent. The device was again used as the physician thought it would be straightened out, but when it was pulled out, the wire tip had fractured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that wire tip fracture occurred. The target lesion was located in a vessel in a lower extremity. A 300cm v-14 short taper straight tip was used in a procedure. However, when the device was removed from the balloon, the wire got bent. The device was again used as the physician thought it would be straightened out, but when it was pulled out, the wire tip had fractured. The procedure was completed with another of the same device. No patient complications were reported.